Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021, transient noise was observed on the egm. The patient did not report contact with emi. Some tests performed excluded myopotentials. The lead impedance was normal and there was no suspicion of lead disconnection. This event was also confirmed on the previous ICD. As a countermeasure, the ventricular sensitivity was changed from 0.8 to 1mv and the vf persistence was changed from 12 to 20 cycles. The lead is reportedly more than 17 years old.

Event description:
Reportedly, on (B)(6) 2021, transient noise was observed on the egm. The patient did not report contact with emi. Some tests performed excluded myopotentials. The lead impedance was normal and there was no suspicion of lead disconnection. This event was also confirmed on the previous ICD. As a countermeasure, the ventricular sensitivity was changed from 0.8 to 1mv and the vf persistence was changed from 12 to 20 cycles. The lead is reportedly more than 17 years old.